Event description:
International affiliate reports that post operative x-ray and CT scan revealed the screw had loosened. The procedure was t8 - l2 performed on (B)(6) 2013. The device remains implanted. Affiliate reports there have been no adverse consequences to the patient.

Manufacturer narrative:
The screw remains implanted. The affiliate reports the device is from one of three possible lot codes: tbchw (date of mfg 08/07/2012), t8770 (date of mfg 11/16/2011), or tbasd (date of mfg 03/08/2012). Reviews of the device history records identified no issues during the manufacturing and release of the products that could be attributed to the problem reported by the customer. The products were released accomplishing all quality requirements. Without a product sample, we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Remains implanted.